Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 41 mg/dl at the time of the event. Troubleshooting was performed. The displacement test passed. The customer stated that he gave himself too much insulin, which is what caused the event. The customer treated based on his sensor glucose reading instead of his glucometer reading. The customer stated that he knows he should have treated based on the glucometer reading. Nothing further was reported.